Event description:
On (B)(6) 2012, the patient contacted animas requesting assistance with resuming pump. During the call, the patient reported that her boyfriend found her "on the floor" that evening and called emergency services. The patient did not say if she was unconscious at the time her boyfriend found her. Ems arrived at approximately 10pm and they suspended the pump. The patient reporter her blood glucose (bg) when tested by the ems was 11 mg/dl and they treated her with d50. The patient stated her bg was up to 112 mg/dl when they left ½ hour later. At the time of the call, the patient was adamant that the hypoglycemic episode was not related to insulin pump therapy. The patient stated she was having critical issues with her family which caused her stress. The patient claimed the stress caused her bg to drop quickly. The patient mentioned she had a history of severe hypoglycemia unawareness. Review of pump confirmed it was set to the correct date and time. The patient also confirmed the pump settings were programmed correctly. The patient informed customer support that the pump was working fine and just needed assistance with resuming it since the ems suspended it at the time of their arrival. This complaint is being reported because the patient was treated for severe hypoglycemia while on insulin pump therapy. Based on the information provided, it is not known if a malfunction, use error or intentional misuse of the animas device may have caused and/or contributed to the serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.